Event description:
It was reported that during a hip fx case, the surgeon began using reclaim monobloc instruments per technique. The surgeon used the entry reamer followed by the 12mm standard distal reamer, 13mm standard distal reamer, and 14mm standard distal reamer. The 14mm standard distal reamer had good cortical engagement and was used for trialing. Surgeon proceeded to use the proximal reamers sequentially starting with the 12mm standard proximal reamer, the 13mm standard proximal reamer, and finally the 14mm standard proximal reamer. Surgeon attached the standard trial neck and the trial 36mm x 1.5mm head. Surgeon reduced the hip and performed range of motion. The surgeon requested implants to match the trials. Surgeon removed the head trial and the neck trial. Surgeon began the removal of the 14mm standard distal reamer and was not able to remove it. Surgeon proceeded to use the power reamer and was not able to remove the 14mm standard distal reamer. Surgeon tried the slap hammer and was unsuccessful. Surgeon then tried the t-handle from the reclaim monobloc instrument set unsuccessfully. The surgeon decided to leave the 14mm standard distal reamer in patient, reattach the standard neck trial, and reattach the 36mm x 1.5mm head trial. These instruments were used as implants in the patient and the patient was closed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon further review, it has been determined that there is no allegation against the device, no reportable event. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that during hip fx case surgeon began using reclaim monobloc instruments per technique. The surgeon used the entry reamer followed by the 12mm standard distal reamer, 13mm standard distal reamer, and 14mm standard distal reamer. The 14mm standard distal reamer had good cortical engagement and was used for trialing. Surgeon proceeded to use the proximal reamers sequentially starting with the 12mm standard proximal reamer, the 13mm standard proximal reamer, and finally the 14mm standard proximal reamer. Surgeon attached the standard trial neck and the trial 36mm x 1.5mm head. Surgeon reduced the hip and performed range of motion. The surgeon requested implants to match the trials. Surgeon removed the head trial and the neck trial. Surgeon began the removal of the 14mm standard distal reamer and was not able to remove. Surgeon proceeded to use the power reamer and was not able to remove the 14mm standard distal reamer. Surgeon tried the slap hammer and was unsuccessful. Surgeon then tried the t-handle from the reclaim monobloc instrument set unsuccessfully. The surgeon decided to leave the 14mm standard distal reamer in patient, reattach the standard neck trial, and reattach the 36mm x 1.5mm head trial. These instruments were used as implants in the patient and the patient was closed. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. No cosmetic defects were observed on the surface of the device. A dimensional inspection was not conducted due to not being applicable to the complaint condition a functional evaluation was performed using a sample hudson adapter and it revealed the handle was able to assemble and retain the adaptor. The complaint condition was not replicated. The overall complaint was not confirmed as the observed condition of the reclaim ream ratchet t-handle would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. H11 addiitonal narrative: corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, g1 (manufacturing site name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.